Event description:
The user facility technician was replacing a component on an amx 4 portable x-ray machine. While servicing an unplugged and unpowered mobile x-ray unit, the technician had forgotten to remove personal jewelry (ring) and bumped against a component causing second degree burns to two fingers.